Event description:
It was reported that during the procedure to treat a perforation in the mildly tortuous and moderately calcified right anterior tibial artery, the 3.0 x 16 mm graftmaster stent delivery system was unable to cross to the target site. The device was removed and a 3.5 x 26 mm graftmaster stent delivery system was advanced; however, this one was also unable to cross to the target site. The perforation was then sealed with balloon inflations. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, review of the event noted that the 3.5 x 26 mm graftmaster was used after expiration date. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of (B)(6) 2012 and the implant procedure date (date of occurrence) was (B)(6) 2012 which is 3 days post expiration. It should be noted that the instructions for use states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster 3.0 x 16 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.